Manufacturer narrative:
(B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is scheduled to undergo shoulder arthroplasty revision due to deterioration of the glenoid. A custom vrs (vault reconstruction system) has been requested. Attempts have been made to retrieve additional information, but no further information is available at this time.